Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the surgeon grabbed bone instead of tissue and the tip of the pituitary broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was visually and optically confirmed that a portion of the superior shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Microscopic examination discovered a fairly brittle fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.